Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well in question on 18may2017, and determined that this test well in question was visually negative.

Event description:
On 18may2017, a customer site reported an unexpectedly negative antibody screen test well when tested on a galileo echo instrument, when tested on 17may2017.